Event description:
During a tendon release on the right wrist, it was noted that the tip of the tenotomy scissors was broken off. The doctor said he thought the scissors was most likely broken prior to use. However, they did not notice the break until the end of the case. The doctor used the c-arm and could not see the tip of the scissors in the patient. The tip of the scissors is missing but the x-rays did not reveal it to be in the patient. There was no patient injury. The surgery was prolonged about 5 minutes due to obtaining the x-ray.